Manufacturer narrative:
Investigation type: eitan medical investigated the complaint. Investigation findings: the investigation established the event was a result of off-label use coupled with several unnecessary and cumbersome choices of action made by the hcp. This, in combination with a latent sw anomaly, resulted in a shortening of the dose intervals. The sw anomaly will only manifest under a specific and highly unlikely set of conditions. No additional cases of this nature were observed by eitan medical. Conclusion: the complaint was confirmed, and the root cause was established. The investigation established the event was a result of off-label use coupled with several unnecessary and cumbersome choices of action made by the hcp. This, in combination with a latent sw anomaly, resulted in a shortening of the dose intervals. The sw anomaly will only manifest under a specific and highly unlikely set of conditions. No additional cases of this nature were observed by eitan medical. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
On (B)(6) 2025, eitan medical received a complaint (B)(4) from a UK customer regarding a medication bag that depleted earlier than expected. No human harm reported. No medical intervention was required to prevent harm. Complaint description: "medication bag has finished earlier than set on configuration, auto bolus has been delivered more frequently than the 6 hrs programmed, possibly on multiple occasions during this infusion period". Treatment parameters: customer: (B)(6), pump sn: (B)(6). Sapphire multi-therapy pump, sw version: 16.50, drug: bupivacaine 0.15%. Delivery mode: epidural intermittent (although perineural treatments should be in pca mode per user manual, chapter 5 - "using the delivery modes", section "patient controlled analgesia (pca) mode"). Vtbi: 490 ml dose rate: 500ml/h intermittent dose volume: 30 ml dose interval time: 6 hours intermittent kvo: 4 ml/h. No human harm reported. No medical intervention was required to prevent harm. Patient assessed for toxicity; no intervention reported.

Manufacturer narrative:
Investigation type: the event log has been received and is currently under investigation. Investigation findings: the investigation is ongoing. Conclusion: the investigation is ongoing, and the findings will be presented in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. The customer stated that no human harm occurred. The medical intervention was described as "needed to be reviewed by anesthetist to assess for signs of local anesthetic toxicity", no additional details were provided.